Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the ventilators battery was not charging. Reportedly, the battery was older than five years with a manufacture date of 04/28/2014. There was no patient involvement. The customer troubleshot with technical support. The customer was instructed to charge the battery for six hours and check the battery voltage and was provided with a part number of the replacement battery. The customer stated the battery was able to fully charge and the unit was returned to service.